Manufacturer narrative:
After battery installation, the unit powered up with a blank display due to a wide crack on the battery tube. As a result of this crack, the battery cap contacts are not able to make contact with the battery sleeve within the battery compartment. Unable to perform the displacement test due to the loose connection. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment had crack. Customer stated the reservoir lip ring did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.